Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reappears.